Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the perclose proglide after a diagnostic procedure. Reportedly, the device failed to deploy correctly. Manual arterial compression was used to achieve hemostasis. Reportedly, the physician is proficient in the use of the device. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Without device evaluation, a cause for the reported device failure could not be determined. A device can fail due to a number of factors including, but not limited to, user technique, operational context, anatomical conditions, incorrect order of device deployment steps, or manufacturing. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency. A review of the lot history record and a query of the complaint handling database could not be performed as the lot number was not provided and the device was not returned.